Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was re-admitted to the hospital, 12 days after implant for the treatment of epilepsy, with a fever of 39.5 celsius. The patient also complained about headaces and some nuchal pain. Lab testing showed no pathogens in the gram stain or culture. The patient is immunosuppressed, and there was no system immune response evident. After 5 days of antibiotic treatment, and having no fever since admission to the hospital, the patient has a fever for a second time. It was stated the patient had meningitis, and the hcp inquired if this was related to how the patient was implanted with a trajectory through the ventricles. Additional lab testing is planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Pet-CT was clear and the source of fever was still unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the antibiotics were administered prophylactically, as the source of the fever was unknown. More lab tests had been performed including lumbar puncture (lp) and cerebrospinal fluid (csf) culture. The source of the issue was still unknown. The event was not resolved at the time of this report. Patient medical history included autoimmune encephalitis and epilepsy.

Event description:
Additional information was received. All tests came back negative. The physician noted it might be septic meningitis. The patient was treated with steroids, was feeling good with no fever and was released home. They were waiting now for pet CT which was the only test that had not been executed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was re-admitted to the hospital at 12 days after implant for the treatment of epilepsy, with a fever of 39.5 celsius. The patient also complained about headaches and some nuchal pain. CT scan was normal with leads in place, no edema and no hydrocephalus. Lab testing showed no pathogens in the gram stain or culture. Lumbar puncture (lp) showed normal glucose, high protein level and 1500 white blood cells (wbcs). The patient is immunosuppressed, and there was no system immune response evident. The patient was on steroid therapy (prednisone 15 mg daily), no encephalitis was detected clinically or radiologically, but "rather, it looked more like meningitis". After 5 days of antibiotic treatment, and having no fever since admission to the hospital, the patient has a fever for a second time along with headache and nuchal tenderness. It was stated the patient had meningitis, and the hcp wondered if this was related to how the patient was implanted with a trajectory through the ventricles. Additional lab testing was planned: checking for bacteria, viral serology, and paraneoplastic antibodies. Additional information was received. It was reported the antibiotics were administered prophylactically, as the source of the fever was unknown. More lab tests had been performed including lp and cerebrospinal fluid (csf) culture. The source of the issue was still unknown. The event was not resolved at the time of this report. Patient medical history included autoimmune encephalitis and epilepsy.

Manufacturer narrative:
B5: additional information added that was not included on previous submitted mdrs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.